Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with an inset infusion set and a recently filled cartridge, with highest reported glucose of 365 mg/dl and values remaining above range for two days; the event followed running out of insulin, replacing the cartridge and tubing, consumption of lemonade and sandwiches, and subsequent infusion site replacement after confirming flow through tubing, which restored insulin delivery with gradual glucose decline. Symptoms included headaches. Outcomes included no medical intervention, no ketone testing, and no backup therapy. Investigation included remote troubleshooting, confirmation of insulin flow to the infusion site, and an infusion site change with user education on proper infusion set replacement frequency and prompt cartridge replacement. Investigation of this case revealed use of an infusion set beyond recommended wear time and probable infusion set or site-related delivery issue that resolved after site change, with no evidence of device damage or leakage. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion set management and site integrity.